Event description:
It was reported that on (B)(6) 2015, a (B)(6) year old patient underwent kyphoplasty at l1 and l2. Initially, when the patient was intubated and rolled from bed to or table in a prone position, the anesthesiologist stated that the patient was having a hard time breathing and the bed was brought back in and the patient rolled onto her back. After some time, they put the patient back on the or table and the procedure was completed successfully. Post-op, after finishing kyphoplasty case, patient died of a pulmonary embolism while being moved from table to bed. There were no cement extravasations, no complications and a good radiographic result from the kyphoplasty. The treating physician confirmed the cause of death was a pe (pulmonary embolism) and did not believe it was related to the kyphoplasty but just surgery and anesthesia in general.

Manufacturer narrative:
(B)(4). Location : hospital. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.